Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Boston scientific technical services (ts) explained a possible cause for the tones was that the device was exhibiting premature battery depletion (pbd). It has since reached eol. The device remains in service. No adverse patient effects were reported.